Event description:
It was reported that MRI compatibility guidelines were requested. The area to be scanned was the l-spine. The doctor ordered an MRI of the lumbar area due to lower back pain. The patient had lumbosacral spondylosis without myelopathy and the technician did not know if it was related to the patient¿s device therapy. The stated that the stimulator ¿did not work and had the stimulator turned off.¿ it was unknown what was not working. They were trying to put the implantable neurostimulator (ins) into MRI mode in order to get an MRI but they were getting poor communication with the patient programmer (pp) and the implantable neurostimulator recharger (insr). The patient had not used the ins in a long time because it was not helping and the patient never had therapeutic effect. The trial worked like a charm but the implant had never helped the patient¿s pain the way he needed it. The patient met with manufacturing representatives (rep) for reprogramming but it hardly worked at all and he quit messing with it. Besides today, the last time he successfully recharged and used stimulation was more than year ago in 2014. The patient was advised that if they wanted to place his ins into MRI mode, they would need to resolve his overdischarge. It was noted that the patient had the stimulator for neuropathy pain that went from the left hip for a few months or a few weeks, then suddenly it would go to the other side of his body. He quit using the stimulator and they wanted to see if something else could help and now the healthcare provider (hcp) wanted to do an MRI for the same pain condition. He was taking a lot of pain medication and that was the only thing that helped. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that a manufacturing representative (rep) met with the patient and completed a trickle charge and a reset on the device. The rep also performed some re-programming and achieved some better coverage that he was very happy with. The rep believed the patient completed his MRI without incident.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#:(B)(4), product type: recharger. Product ID: 97740, serial#:(B)(4), product type: programmer, patient. Product ID: 977a260, serial#:(B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).